Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Per a patient call, it was reported that post-op, she had been experiencing neck pain, headaches, and nausea. The patient wanted to know if her implant was part of a recall.